Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during an implant attempt, the physician could not straighten out the distal section of the lead, even with the associated stylet completely inserted. Extension of the fixation helix was also impossible, and it was reported that the defibrillation electrode was damaged.